Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events : 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation status : in progress, 2 device evaluations are in progress. Additional information : 2 devices were not labeled for single-use, 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 1 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. Evaluation results 1 device was found to be affected by a missing trigger screw and spring pin. 1 device had no problem found.